Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the internal charge coupled device cable of the bending section was damaged, causing the black out. The foreign material was unable to be identified. The root cause of the corrosion was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Addinitial reporter name and address: (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. The image blacked out during angulation. Inspection and testing also found the bending section cover was dirty and the instrument channel port was corroded. In addition, the suction cylinder was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the image from the subject device blacked out during angulation. There was no harm or user injury reported due to the event.